Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that cylinder and interface cable were replaced to resolve the issue. The imaging system then passed the system checkout and was found to be fully functional. The cylinder was returned to the manufacturer for analysis. Analysis found that visual inspection confirm the cylinder was leaking oil from the pinhole. Analysis found that the reported event was related to a mechanical issue. The interface cable was returned to the manufacturer for analysis. Analysis found that the cable passed all tests with no opens. When the cable was installed on an imaging system, the system charged as expected. X-ray, motion and communication were ready. 2d and 3d imaging were successful. No fault found. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, [case: (B)(4)] (rep, for): medtronic received information regarding an imaging system. It was reported outside of a procedure during preventative maintenance that a ¿frame rate error¿ message was displayed and the left cylinder was found leaking. No patient was present.